Event description:
On 10/16/2025, it was reported by a facility representative via (B)(4) that an ar-3375-4005 sheath is broken, no further information was provided. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to the misuse/mishandling of the device due to prying and leveraging the device during use.